Event description:
It was reported that the patient presented remotely. Review of transmission revealed that the right ventricular lead exhibited low defibrillation impedance. Programming changes were completed. The patient was in stable condition.